Event description:
Reported via facility medwatch #3902670000-2012-8015. It was reported that during a catheterization procedure a tip detachment occurred. The target location was the heart. During an unspecified time of the procedure the tip of a (B)(4) imager ii angiographic catheter separated. The tip was safely retrieved using a snare. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).